Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was provided unspecified treatment for the event. At the time of this report the outcome of this peritonitis event was not reported. The action taken with dianeal therapy was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.